Event description:
I purchased a product called the fascia blaster from ashley black guru after seeing her social media marketing, her product and it claims to help alleviate pain. I researched this product for months before purchasing, a thorough research, I thought, I saw absolutely no negative reviews or side effects, only positive reviews and comments from the creator ashley black, the guru, on her support pages and company social media page along with her website (B)(6), even her customers saying great things. This is before I purchased. After purchasing the fascia blaster and ashley's book, the cellulite myth off of (B)(6), I watched her videos on protocol and eased into using her product the way she says to use it. I stayed hydrated, bought electrolyte tablets recommended by ashley black guru and used them heated up in my shower or bath prior to using the fascia blaster and used oil while using the fascia blaster, as recommended by ashley black guru. After the first use, I had a dormant virus become active. I waited till subsided and after the second use on my legs. I had a swollen lymph node in the groin area. After the lymph node went back to its regular size, I used the fascia blaster again on my stomach a few times a week for about 6 times total and had bloating in my abdomen. I never used the fascia blaster daily, I gave myself ample time to recover. The last time, I used the blaster, I was experiencing dizziness, nausea and my balance was off. I even fell down a couple times due to this. After 3 weeks of this, I went to my doctor for help. I did mention the fascia blaster, but my doctor had never heard of it. He did diagnose me with benign paroxysmal positional vertigo on (B)(6) 2011. It took at least 6 weeks for this to subside. What I have become aware of is that when ashley black guru's customers have adverse effects to the fascia blaster and they contact her via private message or comment on her social media pages in regards to their negative experience, it is met with censorship. Ashley black guru and her staff delete and block my person who states their negative experience and their comments in regards to the fascia blaster or her business practices which include complete denial of possible side effects except blood clots. The unhappy consumer is also sometimes threatened with legal action by ashley black guru and her security team black ryno. I feel this device is life threatening to some users and does indeed cause harmful health effects. I would like to see more regulation with the fascia blaster or have it removed from the public market immediately. Another concern is the lack of credentials and credibility to diagnose users by ashley black guru. Ashley black guru is not in any way a licensed professional quantified to give this type of advice for a health product or massage tool of this caliber. Also, ashley black is a self proclaimed guru. "What does that mean," would love clarification.